Event description:
Reporter alleged device display was partially visible on the blood glucose monitoring device. Reporter stated being unsure which segments were missing from the display screen. Reporter indicated pressing down and holding button and part of the number is displayed. Reporter stated there were no black splotches, cracks, or condensation on the device and serial number is rubbed off. A request was made for the return of the suspect device and replacement product was sent.